Event description:
It was reported that during carpal tunnel procedure while using the knifelight, (B)(4) a piece broke off.

Event description:
It was reported that during carpal tunnel procedure while using the knifelight, ref # (B)(4) a piece broke off.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could not be confirmed because there were deformation and cracks in the transparent surrounding instead of breakage. The visual investigation showed that the deformation and cracks of the transparent surrounding was caused by too strong forces in terms of a bending overload during use of the device. Furthermore, it was possible to turn on the light. Based on the performed investigation, no indications were found for any systematic, design or manufacturing related issue.